Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service engineer tested the clamp without reproducing the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: review of the DHR could not identify any deviations or non-conformities relevant to the issue. The device was returned at the manufacturer site and no malfunction could be identified. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the fact that no issue could be reproduced and identified, an hardware malfunction of the clamp can be excluded and the reported event has been re-evaluated as not reportable.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm used as clinical demonstration device triggered multiple error message. There was no patient involvement.